Manufacturer narrative:
A) device history record (DHR) review cannot be conducted because no lot number was provided by the customer. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. B) concomitant bwi products: product: carto¿ xp system, us catalog # fg-4700-00, serial # unknown. Product: lasso catheter, us catalog #, lot # unknown. C) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. D) manufacturer's reference # (B)(4), are related to the same literature document. E) manufacturer's (B)(4).

Event description:
This complaint is from literature source. Bwi received additional information on (B)(4) 2014. After a fib procedure the patient suffered from transient ischemic attack. The patient fully recovered and didn¿t require medical intervention nor prolong hospitalization. There is no claim of product malfunction. The physician assessed tia as procedure related event. This serious adverse event is determined to be MDR reportable. Article title: "the impact of catheter ablation in the interpulmonary isthmus on atrial fibrillation ablation outcomes: a randomized study." Per a report in the journal of j cardiovasc electrophysiol. 2014 jul;25(7):709-13, a single-center prospective randomized study was conducted on 76 patients, by letsas kp of the evangelismos general hospital of athens, athens, greece et al., to investigate efficacy of additional radiofrequency energy delivery in the interpulmonary isthmus following pulmonary vein antral isolation (pvai). Mean follow-up period of 11.1 ± 2.6 months. From the report there were 2 serious adverse events: (these events will be reported separately) -one pericardial effusion treated with drainage; -one transient cerebral thromboembolic event. Per the article, no non-serious ae¿s were reported. There are no death events or device malfunctions reported in the publication. Model and catalog number are not available, but the suspected device is the navistar thermocool. Concomitant products: a lasso catheter and carto mapping system were also used in the procedures.